Event description:
It was reported through the results of the clinical trail (B)(4) of a venclose device, that post endovenous radiofrequency ablation procedure on the target left limb greater saphenous vein, the subject was observed with occlusion on the target vessel and underwent adjunctive procedure. It was further reported that, approximately four months and twenty-nine days later on (B)(6) 2025, the subject had edema. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported edema could not be determined based upon the information provided. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.